Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k011028 and k013227. Device not returned.

Event description:
It was reported that implant (svb13) had fractured. A few millimeters of the implant was removed in order to bury it in the mouth. Tooth location 14.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The event that was initially submitted on report MFR - (B)(4) on (B)(6), 2019 no longer meets the criteria of a reportable event. Therefore, no further submission will be needed for this device. This event is not a complaint. The following sections have been updated: b4: date of this report. D3: manufacturer. G2: office contact - manufacturing site. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative.